Manufacturer narrative:
H2: updated section. H6: (impact code). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair using a fast fix flex, the ¿loop¿ of the suture that is meant to cinch down after deploying t2, failed to reduce at all, leaving the knot close to t2 and a loop of suture right beside it. Pulling at the loop and putting downward pressure on the knot was tried but it did not work and the suture had to be cut out and the implant pulled out. Only one implant was removed, it came out with the suture when it was pulled in the attempt to reduce the loop. The procedure was successfully completed with a non significant surgical delay using a back-up device. No further complications were reported.